Manufacturer narrative:
The device was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found inside the air/water tube and air/water -cylinder and it was found that the light guide lens had foreign objects. Corrosion was found on multiple components. Due to the dirt found on the light guide lens the illumination was uneven and due to the dirt found on the objective lens the image has a stain. The device evaluation also found the air/water cylinder and the suction cylinder had no color., the mouthpiece was loose and due to wear of the angle wire, the play of up/down / right /left knob is out of specification. Scratches were found on the switch box and the switch. It was also found that the adhesive on the bending section cover has a crack and the universal cord has buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer requested to return the rigid video scope as part of the asset return process. The device was returned for evaluation. During routine inspection of the device by olympus, the following reportable malfunction was found: foreign material found inside the air/water tube and air/water -cylinder and the light guide lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no procedure or patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the foreign material adhering to lg-lens was like surgical glue. Olympus will continue to monitor field performance for this device.